Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. The cause of the issue was broken purge disk retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support, complainant reported that the aic experienced purge disc/flag issues. No clinical details regarding resolution or patient involvement/condition were provided.